Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited no picture, it was solid black. The event occurred during inspection for use. There were no reports of patient involvement.